Event description:
Reporter called on 11/16/04 alleging that the patient's meter was set to the incorrect unit of measurement. The patient received a reading of 8.0 mmol/l and the daughter-in-law thought that the meter was reading low; therefore gave the patient some orange juice and contacted the nurse. Nurse arrived and tested the patient, and there is no info on what the reading was; however, she did not treat at the patient. The patient reported that the meter was previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". Customer service sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluated it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.